Event description:
It was reported that the patient received inappropriate shocks due to right ventricular (rv) lead noise. Attempts were made to have the patient be seen, but the patient has been relocated to another country. No further information is available.